Event description:
The customer initially called for assistance with the bolus wizard feature on the insulin pump. The customer then stated that he didn't feel the insulin pump was calculating the boluses correctly. Troubleshooting was performed and the insulin pump appeared to be calculating correctly. The customer stated, he was treated by the paramedics two months ago, due to low blood glucose. The blood glucose reading was not reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore,consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.